Event description:
Caller reported that insulin gauge displayed an amount different than expected, currently experiencing a fill estimate issue with a static value of 100. There was no adverse impact to the customer's blood glucose level. Customer was educated by technical support about variances in measured pressures affecting fill estimates, and once insulin amount matched the static number, the estimate would count down normally. Customer understood and acknowledged the explanation.